Manufacturer narrative:
8/1/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6. The reported condition could not be confirmed. However, it was noted that the clips did not load properly. This condition was unrelated ot the difficulty reported. The exact manufacturing site could not be determined as the production lot is unk.

Event description:
During a cardiac procedure, the instrument scissored and cut the artery. The surgeon applied another device to correct this condition.